Event description:
72 year old male with history of coronary artery disease (cad) presented with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Underwent placement of impella cp for hemodynamic support. Noted right groin bleeding with expanding hematoma. While awaiting upgrade to impella 5.5 a femstop was placed to control bleeding. On (B)(6) patient became hemodynamically unstable requiring medications (IV inotropes and pressors). Unable to pass impella 5.5 due to anatomic tortuosity. Patient became asystolic during attempted impella5.5 insertion. Impellacp removed with direct right femoral cutdown and artery primarily repaired. Note was made of large retroperitoneal hematoma. Patient expired in the or.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was provided in d9. The device has been received for evaluation, and the investigation is underway. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.